Event description:
It was reported that full gastrointestinal (gi) workup was negative for an active bleed but a small ecstasia was noted. There was suspected upper gi bleed, possibly in right colon location. Inr goal was changed to 1.5-2.0 and aspirin was stopped. The melena resolved by the time of discharge on (B)(6) 2020. Outpatient transfusions were planned as needed for low hemoglobin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with a noted hemoglobin drop from 14 to 8.1 mg/dl. The patient had been experiencing worsening fatigue and occasional palpitations. Guaiac test was negative. The patient underwent an esophagogastroduodenoscopy on (B)(6) 2020 but no active bleeding was seen. A capsule study did not reveal the source of the bleeding. The patient received 2 units of packed red blood cells and IV proton-pump inhibitors.